Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination identified stent damage. The struts between the ninth and the thirteen row in from the distal end of the stent were misaligned and some struts were pushed apart and raised up. The balloon and the tip of the device were visually and microscopically examined. The balloon was tightly wrapped and was not subjected to positive pressure. There was some damage noted to the hypotube at two location where the coating on the hypotube was bunched up. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary stenting procedure, stent damage occurred. The 100% in-stent restenosed lesion was located in the calcified and moderately tortuous proximal segment of left anterior descending artery to mid segment of left anterior descending artery. After crossing the lesion with a guide wire and a 2.0mmx15mm non-bsc device, it was dilated with a 2.5mmx12mm non-bsc balloon at 14 atms for several times. The physician then attempted to advance a 3.00x24mm promus element drug-eluting stent, however, it came into contact with a non-bsc previously implanted stent thus it failed to cross the lesion and to advance further after several attempts. The physician removed the stent and noticed that the mid part of the stent was lifted upon examination. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a coronary stenting procedure, stent damage occurred. The 100% in-stent restenosed lesion was located in the calcified and moderately tortuous proximal segment of left anterior descending artery to mid segment of left anterior descending artery. After crossing the lesion with a guide wire and a 2.0mmx15mm non-bsc device, it was dilated with a 2.5mmx12mm non-bsc balloon at 14 atms for several times. The physician then attempted to advance a 3.00x24mm promus element drug-eluting stent, however, it came into contact with a non-bsc previously implanted stent thus it failed to cross the lesion and to advance further after several attempts. The physician removed the stent and noticed that the mid part of the stent was lifted upon examination. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.